Manufacturer narrative:
Terumo bct internal reference: (B)(4). Further reports of air detected in return line alarms were received from this customer. While the reported condition could not be duplicated when evaluated by the service technician, equipment operations engineering visited this site and re-aligned the cassette plate holder with the pump raceway. The operator was instructed to gently push the tubing down into the pump raceway. The alarm has not returned. Root cause: undetermined but potentially due to coupling issues with the tubing in the return pump raceway. An internal CAPA has been initiated to evaluate reports of ongoing intermittent issues with the return line air detector.

Event description:
The customer reported a therapeutic plasma exchange procedure that had 16 return line air detector alarms. Each time the machine alarmed, the patient received a saline bolus (used to clear the line). The customer was inquiring as to the total volume received by the patient from the boluses. The patient's vital signs were stable throughout the procedure, and the patient was improving. This report is being filed due to device malfunction that has the potential to cause or contribute to a death or injury.

Manufacturer narrative:
(B)(4). Investigation: the amounts of the boluses were calculated. The volumes are listed below: air removal bolus volume (ml) 18.3, 18.4, 18.4, 18.4, 18.4, 18.4, 18.4, 18.4, 18.4, 18.3, 21.4, 18.4, 18.4, 18.4, 18.4. The total bolus volume (the sum of these 15 values) is 279 ml, which is 8.23% of the patient's tbv. This value was added that to the actual ending fluid balance from the procedure of 99.57%. With all of the air removals, this patient was left at 107.8% of tbv, and the specification is listed as 8%. The machine was checked out by terumo bct service engineering. The reported air in return line and low level sensor alarms could not be duplicated during a test run, and upon further investigation, it was found that the pump raceways and cassette were not aligned properly. The control stack was not seated completely. The cassette plate holder was aligned with the pump raceways. The control stack was reseated. The rlad assembly was verified, an autotest was run and a saline run was completed. A review of the device history records for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.